Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was revised a month after it was implanted due to improper placement. Additional information was received that lead repositioning was performed due to microdislodgement as reported by the physician. The lead remains in service. No adverse patient effects were reported.